Event description:
The ethicon vascular stapler jammed before entering patient's abdomen. Looked as though the load didn't sit down into the tracks like it should, but the stapler wouldn't open back up to fix the issue. So the stapler was taken off the field and a new one was opened. FDA safety report ID# (B)(4).